Event description:
Facility stated when unit was turned on 3 alarm lights allegedly turned on and unit allegedly began to smoke immediately. No injury alleged.

Event description:
Facility stated when unit was turned on, 3 alarm lights allegedly turned on and unit allegedly began to smoke immediately. No injury alleged.

Manufacturer narrative:
(B)(4) issued mfg report #1031452-2012-00024. The device, concentrator, model #irc5po2v, serial #(B)(4) was returned for an inspection and evaluation. The product was approximately 8 months old. The issue found during evaluation was found to be dimensional. The tubes (p/n (B)(4)) were stacking, causing them to be borderline out of dimensional specification. The cutting machine setting was modified to ensure that the parts are cut below the nominal dimension and above the low dimension. This change was verified. (B)(4) effective (B)(4) 2012 to replace current product tank cap with new one that has eliminated the t-fitting assembly with shorter tube. The validation of new cap showed that the long tube was about 1" above the fan blades. Ran unit with cap over 28 hours and tube height gap was still 1". The unit had damage to the interior, the most likely cause is shipping or handling damage which then caused the concentrator to malfunction. The concentrator is also not a life supporting or life sustaining product. A caution in the owner's manual states, "invacare recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure. Consult your physician or equipment provider for the type of reserve system required. This equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining". (B)(4) has been initiated for this issue. Model irc5po2v, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1143482 rev e (nov-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Unit was just received by the facility and was being tested prior to placement in patient's room.

Manufacturer narrative:
(B)(4). Model irc5po2v, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1143482 rev e (nov-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Unit was just received by the facility and was being tested prior to placement in patients' room.